Event description:
Alleged the head section will not lower more than 30 degrees.

Manufacturer narrative:
The technician found the head release mechanism was not working and replaced the mechlock auto contour to repair the stretcher.